Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 03-sep-2018. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus element, mr, ous 3.00x20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pulled distally. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. The complaint investigation conclusion code is: adverse event related to procedure.